Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00243 on 22-oct-2024. Additional information 16-dec-2024: siemens evaluated this issue and provided the following conclusion - based on the review of information provided as well as the troubleshooting file analysis, the probable cause of discordant free light chain lambda (flc_l) results using n latex flc lambda lot 473291 on the atellica ch 930 could not be identified. Based on data analysis performed by siemens, no other discordant results were obtained for method flc_l and calibration as well as quality control (qc) data for those methods were valid. These observations suggest a single event for one single patient sample. Ultimately, no assay performance issue could be identified based on the provided data and information. The probable cause of the discordant results is consistent with a sample integrity issue which cannot finally be clarified due to lack of information. The patient sample could not be provided for further testing and evaluation. The customer is operational. Atellica ch 930 flc_l lot 473291 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens regional support center to report the observation of non-reproducible n latex flc lambda results on an atellica ch analyzer. Per the intended use section of the n latex flc lambda instructions for use (IFU): "results of flc measurements should always be interpreted in conjunction with other laboratory and clinical findings." Siemens is investigating. Note: the n latex flc lambda reagent is marketed in the united states under siemens material number 10873630. The 510(k) number documented in section g4 is for the us product.

Event description:
The customer reported the observation of non-reproducible n latex flc lambda results on an atellica ch analyzer. The initial result was reported to and questioned by the physician(s). An automatic 1:10 dilution was performed and the customer manually performed dilutions of 1:100 and 1:1000. It it not known at this time which result is considered correct. There are no known reports of patient intervention or adverse health consequences due to the non-reproducible n latex flc lambda results.